Event description:
It was reported that the spinal cord stimulator (scs) lead of the patient had migrated in which caused abdominal pain and discomfort. The patient was hospitalized for the abdominal. The patient underwent a lead replacement procedure was doing well post operatively and the explanted devices was kept by the facility.